Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed visual inspection for cosmetic damage. The device was functional tested, and it was determined that it operated as intended; however, it failed the resistor verification due to normal wear over time. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: bearing sleeve devices, attachment devices, (B)(6) 2021. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
This is report 1 of 5 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the attachment device became very hot, causing the surgeon to suffer from a first-degree burn to the finger. It was reported that the motor device was heating up while connected to the attachment and the bearing sleeve device; and the attachment became too hot to touch, burning the surgeon¿s finger. It was further reported that the burnt finger draped while the surgeon tried to switch to a different attachment device, which was also connected to a bearing sleeve. The reporter clarified that they did not know whether a malfunction occurred with the attachment devices because since the drill was hot, the attachments were never changed and therefore, were never checked for any malfunctions. It was reported that there was less than a thirty-minute delay to the surgical procedure. There was patient involvement reported. It was reported that there was no harm to the patient. It was reported that the surgeon did not receive any treatment. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.